Event description:
Tpn pump alarmed. Pt found that filter clogged while infusing 100cc triple mix tpn. Pt states tpn infused without difficulty once filter removed. No pt injury sustained but dose tpn infusion missed due to problem with all filters pt had from specific lot #.